Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer found tower door 1 failing to recover, with the latches repeatedly clicking. Replaced the latch, but the issue persisted. Replaced the door controller, then logged into the hardware test application and performed a final test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door had failed and made noise when opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.